Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center doesn't register the camera when it was plugged in. It is unknown when the issue occurred and there were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. In addition, it was observed that dvi (digital visual interface) output signal failed and it was not possible to connect due to bent pin of video connector. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it is likely that that the issue ¿camera was not registered (recognized) when connected¿ occurred due to an effect of loosening of video connector lock cover and bent pin. In addition, it is likely that dvi output signal failed due to dp board (printed circuit board) failure. However, a conclusive root cause could not be determined. Olympus will continue to monitor field performance for this device.